Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: complaint (B)(4) of (B)(4). Customer called in to report they have been having high potassium and calcium results. These results are from the military people and have occurred (B)(4) - (B)(4) times or more, with most recent date of(B)(6)2019 . Customer did not provide any patient identifiers but for the oct 31st date, the potassium level was 5.3, calcium 10.3, and the patient was redrawn and results were k 4.4 and calcium 8.6. Customer states that they are drawing healthy individuals. They are being drawn at different times of the day by different people. They are aware of things that can cause high k+. Their reference range is k+ 4.1-5.3 and ca++ 9-11. They are having a few high ones every day and this has been an issue that the dr have noticed for awhile. Redraws are done the next day. They are drawn and spun with the 2 hour recommended time frame. The results they are seeing are the high 5's to low 6's for k+ and over 10.5 for ca++. Other tubes are drawn at the same time and the proper order of draw is used. Specimens are not respun or refrigerated. They have pulled the current lot and are trying another.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Additionally, retention samples were selected from bd inventory for evaluation. The samples were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: complaint 1 of 2. Customer called in to report they have been having high potassium and calcium results. These results are from the military people and have occurred 3- 4 times or more, with most recent date of (B)(6) 2019. Customer did not provide any patient identifiers but for the (B)(6) date, the potassium level was 5.3, calcium 10.3, and the patient was redrawn and results were k 4.4 and calcium 8.6. Customer states that they are drawing healthy individuals. They are being drawn at different times of the day by different people. They are aware of things that can cause high k+. Their reference range is k+ 4.1-5.3 and ca++ 9-11. They are having a few high ones every day and this has been an issue that the dr have noticed for awhile. Redraws are done the next day. They are drawn and spun with the 2 hour recommended time frame. The results they are seeing are the high 5's to low 6's for k+ and over 10.5 for ca++. Other tubes are drawn at the same time and the proper order of draw is used. Specimens are not respun or refrigerated. They have pulled the current lot and are trying another.